Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID ne u_unknown_cath, implanted: (B)(6) 2013, product type catheter. (B)(4). Analysis of catheter serial #(B)(4) revealed a tear in the seal near the guide ring of the sutureless connector. Neither of the two returned segments showed evidence of having been broken. Not all of the catheter was returned for analysis.

Event description:
It was reported that the patient complained that she felt like she was not getting her baclofen. The healthcare provider (hcp) tried to aspirate through the side port but was unable. During the case it was revealed that the catheter was broken near the spinal connection site. The catheter was replaced. The patient status was reported as ¿alive-no injury¿.

Manufacturer narrative:
Concomitant product: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was later reported that the patient was still having intractable spasticity, despite high intrathecal doses. The patient was receiving no benefit, despite an excellent trial. The catheter access port (cap) aspiration was done on (B)(6) 2013. Prior to surgery, a plan was made that if the catheter was broken, it would be replaced and fixed. If the catheter was not broken, the pump would be explanted due to pump discomfort. If the pump was to be kept in, the patient requested that the pump be modified and placed more inferiorly. During surgery, after dissecting to the sutureless connector, it was clear that the catheter had fractured completely. A tip was used to use a 16-gauge angiocatheter in and a stylet to feed over the old site, but they were unable to do so. Then, using a tuohy needle along with fluoroscopic x-ray, a new catheter was placed in proximally. It was placed at approximately the third level of the patient¿s fusion instrumentation, and there was no ability to go up any higher. At the end of the case, the pump was programmed to 100mcg/ml, with low dosing given the fact that the patient had no therapeutic drugs infusing. The patient was kept overnight. The baclofen dose was to be slowly tapered. At the time of this report, the patient was doing well.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. The previously reported result is being updated/corrected.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.